Event description:
Procedure: laparoscopic appendectomy. According to the reporter: the pt was injured during the course of a laparoscopic appendectomy when the endo gia stapling device malfunctioned causing her injuries, disability, and severe, prolonged pain.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.